Event description:
An account manager reported stating small cuts at edge of optics, having trouble loading the lens. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. FDA evaluation method code (b17) has been updated to (b20). Additional information provided in sections, h.6., and h.11. The product was not returned. A photo was provided of an implanted single-piece lens. Two very small, angled possible cracks were visible on opposite edges. These marks are angled to the travel path. The reported product lot number was not provided. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. A photo was provided of an implanted single-piece lens. Two very small, angled possible cracks were visible on opposite edges. These marks are angled to the travel path. The lens may have been folded longer that the instructions for use (IFU) indicated 3 minutes for company lenses. This damage may have also been cause by a plunger override, however, this cannot be confirmed from a photo. No other evidence of an override was visible. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The report of lenses ¿sticking¿ may indicate inadequate viscoelastic is being used or related to a non-qualified viscoelastic. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. The manufacturer internal reference number is: (B)(4).